Manufacturer narrative:
Describe event or problem, corrected data: initial report inadvertently stated that the nurse observed pus at the neck site when there was no indication of the presence of pus or of typical actions taken for infections.

Event description:
It was reported by the mother that the neck incision was "an open wound" and the nurse provided warnings after viewing images of the incision to watch for pus at the neck site. This was not an indication of an infection as there was no indication of pus being present or of typical actions taken for infections.

Event description:
It was reported by the patient's mother that the patient was scratching at the incision sites and removing the gauze that was present after the vns surgery. It was reported by the mother that the neck incision was "an open wound" and the nurse indicated after viewing images of the incision that there was pus at the neck site. A review of device history records revealed that the generator and lead were sterilized and passed quality control inspection prior to distribution. It was later reported by the patient's mother that the patient was healing well after the surgery. The patient's mother stated that her initial concern was due to the discoloration on the implant site after the bandage fell off. It was stated that there was a lot of "stuff" on the wound eventually faded away. The wound was described as having "purple stuff and glue" and it was stated that a lot of it went away. No additional relevant information has been received to date.